Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, post-paced t-wave oversensing was observed on stored egm. Programming changes were made. Patient was fine.

Event description:
New information notes that the post-paced t-wave oversensing was observed after re-programming. Programming changes were made. Patient was fine.